Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that buttons on insulin pump were difficult to press. Customer's blood glucose was unknown. Customer declined replacing insulin pump at the moment.